Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference 5430425 cleared under #510k130576. Device history record batch record number 37014715 was reviewed: it is within the specifications and no discrepancy was observed. No other similar complaint was reported on the (B)(4) units released in august 2023. Summary of investigation one celsite st201 from batch 37014715, was returned for investigation. - visual inspection: the access port housing is contaminated by blood. Around 5 puncture marks are visible in the silicon septum. A 2 cm long piece of catheter was received connected to the access port housing with its connection ring. Pliers' marks are visible on the catheter at the level of the connection and on the exit cannula at the same level. The distal part of the catheter has not been returned for investigation. - microscopic inspection: under binocular magnifier, pliers' marks are confirmed on the catheter at the level of the connection and on the exit cannula. Additionally crack initiation point with a sharp object is visible on one side of the rupture facies. On the other side, the facies is stretched. - raw material historical review: the raw material used for the catheter batch included in the device kit was verified. The batch is compliant with the defined specifications. No similar complaint was reported involving this batch of catheter tube. Root cause the observed catheter rupture just after the exit cannula probably results from the use of pliers or other tool during implantation procedure. The extension of the damage due to mechanical forces applied on the device during the implantation period (patient movements, breathing) have finally lead to the catheter rupture. Recommendation the IFU specifies: §vi: "during implantation ensure that the catheter is not damaged by unguarded forceps, suture needle or other sharp instruments. " conclusion the compliant is not confirmed. The rupture of the catheter observed just after the exit cannula does not result from a manufacturing defect. This is a rare incident (0.01%). No actions plan is foreseen at that time.

Event description:
In the request for information sent by the nca we received the following description: complete dislocation of the catheter situated in right heart on 19.02.24 we received: - the sample (port with a piece of catheter) - patient data: o. H., born 1951, male - a surgery report of the explantation.